Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead was found to be undersensing. Additionally, pacing was reportedly not being delivered when it was required. A computerized axial tomography scan revealed that the rv lead was in the pericardial space. That same day the rv lead was successfully revised. There was reportedly a small effusion, which did not require pericardial centisis. No additional adverse patient effects were reported.